Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the check button on the 1st generation navigation ring is not working; unable to get into diagnostic mode. The customer reported there was no patient involvement.